Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type catheter; product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the patient needed to have a pump replaced. During the replacement surgery on (B)(6) 2019, the catheter was accidentally cut during removal of the pump. The hcp replaced the piece of the catheter that was damaged. The catheter was discarded. The patient did not experience any symptoms related to the damaged catheter. No further complications were reported. Information regarding the patient¿s age and weight was unavailable. The pump and catheter implant dates and serial numbers were unknown. No further complications were reported.